Manufacturer narrative:
Correction made to d4: lot #: 22k025 (previously submitted as asku). Correction made to d4: unique identifier (UDI) #: (B)(4). Additional information was added to d9, h3, h4, h6, and h10: h4: the lot was manufactured between october 26, 2022 - october 28, 2022. H10: the device was received for evaluation with fluid in the bladder. Visual inspection was performed and white drug residue was observed located at the connectivity of the blue winged luer cap. The blue winged cap was noted to be slightly untightened. The cause of the leak may be due to a use error by not securely tightening the blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the bladder with green color water. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was monitored until the next day. The next day, no signs of leak were observed. The product label (IFU, instructions for use) indicates the blue winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the blue winged cap and luer adaptor. The leak was observed during storage of the device at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.